Event description:
The user noted bicarbonate results drifting higher after calibration for about a week. The user provided data for 10 patient samples from (B) (6) 2010, of which the results from five were discrepant. All results are in mmol/l. Sample 1 initial result was 37 with a data flag, repeat result was 27. Sample 2 initial result was 49 with a data flag, repeat result was 30. Sample 3 initial result was 37 with a data flag, repeat result was 27. Sample 4 initial result was 49, repeat result was 28. Sample 5 initial result was 50, repeat result was 24. None of the "bad" results were reported. The user repeated testing and then reported results. The lot number of the bicarbonate reagent was 14904500. The field service representative determined the reagent flow path was contaminated and flushed the flowpath. He rinsed and primed the reagent lines. To verify the analyzer operation, he ran qc which was within the user's specifications

Event description:
Caller reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.